Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.

Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. No button error alarm. The device had minor scratched display window, broken battery tube threads, and cracked reservoir tube lip.

Event description:
Customer called to report issues with the insulin pump. Customer's blood glucose reading was 41 mg/dl. Nothing further reported.